Event description:
It was reported that during a total mesorectal excision with low anterior resection of the rectum procedure, it was performed that the stapling and section of the low rectum in the level of subrecta muscle with contour without any problem. When performing the coloanal anastomosis with the stapler, we followed the proper steps. But after the firing of the stapler, it cut the tissues, but the staples did not cross the anal and colonic walls, so the correct closing of the anastomosis was not performed. Manual closing was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer - blemished the analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.